Event description:
As reported, during a hernia repair procedure in october 2023, the patient was implanted with a ventralight st mesh. It was reported that within 5-10 minutes of the mesh implant, the patient developed grade 3 anaphylactic shock with maculopapular rash and hypotension requiring adrenaline. It was reported that in the face of persistent shock the patient underwent removal of the mesh and was transferred to intensive care. Addendum: the doctor was provided with a sample mesh to perform mesh reactivity testing on the patient. The patient underwent reactivity testing with a mesh sample on (B)(6) 2024. The mesh reactivity test (application test and prick test) results were reported to be negative for a reaction to the mesh.

Manufacturer narrative:
As reported, the patient developed anaphylactic shock 5-10 minutes post-implant of a ventralight st mesh and underwent explant of mesh. Based on the information provided, it is unclear what may have caused the issue that presented. The patient¿s doctors are continuing to investigate the cause. The degree to which the implant may have caused or contributed to the patient¿s clinical course is unknown at this time. Review of manufacturing records confirms product was manufactured to specification. Note, the date of implant, date of event and date of explant ((B)(6)2023) are estimated based on the information provided. Addendum: this is an addendum to the initial MDR submitted and is submitted to document the reactivity test result. Reactivity testing has been performed and as reported the results were negative as there was no reaction to the mesh sample. It is unknown at this time, what is causing the patient's condition. However, based on reactivity testing performed the ventralight st mesh was not the cause of the reaction the patient experienced during the procedure. Updated fields: b4, b5 (event description), b6 (relevant tests and lab data), g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
As reported, the patient developed anaphylactic shock 5-10 minutes post-implant of a ventralight st mesh and underwent explant of mesh. Based on the information provided, it is unclear what may have caused the issue that presented. The patient¿s doctors are continuing to investigate the cause. The degree to which the implant may have caused or contributed to the patient¿s clinical course is unknown at this time. Review of manufacturing records confirms product was manufactured to specification. Note, the date of implant, date of event and date of explant ((B)(6) 2023) are estimated based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a hernia repair procedure in (B)(6) 2023, the patient was implanted with a ventralight st mesh. It was reported that within 5-10 minutes of the mesh implant, the patient developed grade 3 anaphylactic shock with maculopapular rash and hypotension requiring adrenaline. It was reported that in the face of persistent shock the patient underwent removal of the mesh and was transferred to intensive care.